Event description:
It was reported the patient fell the morning of this report and they wanted to know if their systems were damaged. The patient was a little unstable and they staggered a little more since the fall. The patient programmer showed that both implantable neurostimulators (ins) were on and okay. The patient had a follow up appointment with their healthcare professional (hcp) the week following this report. Follow up with the patient indicated they had no further concerns or appointments scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-08847.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0jqge, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type:extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3389s-40, lot# va0shxj, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).